Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The investigation is unconfirmed for the reported rupture, as the balloon did not experience a leak when inflated with water and it was deflated without issue. The definitive root cause for the reported balloon rupture could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly ruptured. There was no reported patient injury. This information was received from one source. The patient was a 56-year-old female who weighed 46 kilograms.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly ruptured. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) female who weighed (B)(6).